Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. The blue twist-on piece at the venous connector was leaking from the tubing. The rn disconnected the patient and the blue piece separated from the combiset. The reported issue was caught approximately one hour after treatment initiation on a 2008t machine (with a fresenius dialyzer) when the registered nurse (rn) visually observed the blood leak. There were no loose connections or issues noted during prime. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. The blue twist-on piece at the venous connector was leaking from the tubing. The rn disconnected the patient and the blue piece separated from the combiset. The reported issue was caught approximately one hour after treatment initiation on a 2008t machine (with a fresenius dialyzer) when the registered nurse (rn) visually observed the blood leak. There were no loose connections or issues noted during prime. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However a video was provided to the manufacturer where it could be observed that the patient connector detaches from the main line of the venous line. The reported issue was confirmed. The affected component (male rotating connector) of this lot was provided from a supplier and not manufactured at a fresenius facility, therefore, this kind of failure mode could only be caused by the external supplier. The detachment found is attributed to this external component from the supplier; the supplier department was notified about this incident. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. The blue twist-on piece at the venous connector was leaking from the tubing. The rn disconnected the patient and the blue piece separated from the combiset. The reported issue was caught approximately one hour after treatment initiation on a 2008t machine (with a fresenius dialyzer) when the registered nurse (rn) visually observed the blood leak. There were no loose connections or issues noted during prime. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation : the reported issue was confirmed with the video evidence provided by the customer.